Event description:
It was reported that the customer received multiple no delivery alarms on the insulin pump. Customer's blood glucose was 380 mg/dl. Patient reportedly tried all remedies and had performed troubleshooting previously. Customer was advised to revert to back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected no delivery alarms were noted. The insulin pump was received with cracked case at display window corners and battery tube threads and minor scratched display window.